Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also shows reasonable evidence to suggest an additional endovascular procedure occurred that was not included in the event as reported. The re-intervention was discovered during review of the medical information. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms identified were bilateral renal artery stenosis, bilateral subclavian artery stenosis. All these were treated one (1) day post the initial procedure. Unable to identify the contributing factors for the type 1a endoleak. This endoleak was treated 1 day post the initial procedure by implanting a palmaz (non-endologix) stent. The procedure related harms were also treated one day post the initial procedure. The final patient status was reported being stable post the re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Post implant multiple balloon inflations preformed; however, there was an unresolved type 1a endoleak. The patient is currently being monitored and will be evaluated with a computed tomography angiogram (cta) at the 30 day follow up to check if the endoleak is resolved. Additional information: an internal clinical assessment determined there was evidence to reasonably suggest additional endovascular procedure occurred that was not included in the event as reported. The re-intervention was for treatment of the type 1a endoleak and it was done one (1) day post the nitial procedure by implanting a palmaz (non-endologix) stent. The re-intervention was discovered during review of the medical information.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Post implant multiple balloon inflations preformed; however, there was an unresolved type 1a endoleak. The patient is currently being monitored and will be evaluated with a computed tomography angiogram (cta) at the 30 day follow up to check if the endoleak is resolved.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.